Manufacturer narrative:
Citation: baekke, et al.. Extent of cardiac damage and hospitalization burden in patients undergoing transcatheter aortic valve replacement. Catheter cardiovasc interv 103:766¿770 2023. Doi: 10.1002/ccd.31015 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding cardiac damage and hospitalization burden in patients undergoing transcatheter aortic valve replacement (tavr).  The study population included 1397 patients who were predominantly male with a mean age of 80 years old.  Multiple ma nufacturer¿s devices were used in the study population.  The specific medtronic products were not referenced; however, medtronic provided funding support so it is likely that medtronic tavr valves were implanted in the study population.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, adverse events included: rehospitalization for congestive heart failure (chf) or cardiovascular-related issues.  No further information was provided pertaining to medtronic products.